Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty procedure, a shaft break occurred. While removing the balloon protector from the 4.00mm/1.5cm/140cm spcb flextome monorail cutting balloon outside of the patient, the catheter broke. There was no contact with the patient with this device. The procedure was completed with a different device, and no patient complications were reported.

Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty procedure, a shaft break occurred. While removing the balloon protector from the 4.00mm/1.5cm/140cm spcb flextome monorail cutting balloon outside of the patient, the catheter broke. There was no contact with the patient with this device. The procedure was completed with a different device, and no patient complications were reported.

Manufacturer narrative:
Device evaluation: the catheter was returned to the complaint investigation site in two sections as a result of a break in the midshaft 1cm proximal to the rx port. Evidence of applied force was present with stretching at the break site. The balloon protector was returned on the balloon. The balloon was positioned correctly within the balloon protector. It was not possible to apply a vacuum to the balloon due to the break in the shaft therefore the balloon protector was removed without vacuum with expected resistance. A microscopic examination observed no damage to the balloon or blades. All blades were present and fully bonded to the balloon. The tip of the device was microscopically examined and no issues were noted with its profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4).